Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the procedure when using the fourth of six coils, it was observed that the subject coil would not advance despite multiple attempts. When attempting to pull it back, the subject coil would not retract. After removing the delivery wire, a visual inspection showed that the subject coil had detached prematurely. The subject coil was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared for use as per the dfu (except continuous flush was not set up and maintained throughout the clinical procedure), the tortuosity of the patient's anatomy was normal, the coil was not advanced or retracted with force, the coil detached prematurely inside the microcatheter, the issue occurred on the 4th of 6 coils used, the coil was retrieved from the patient after detachment, and there was no allegation against the microcatheter. An assignable cause of use error will be assigned to this complaint since there was a deviation from the supplied dfu that resulted in a different medical product response than intended by the manufacturer or expected by the user.

Event description:
It was reported that during the procedure when using the fourth of six coils, it was observed that the subject coil would not advance despite multiple attempts. When attempting to pull it back, the subject coil would not retract. After removing the delivery wire, a visual inspection showed that the subject coil had detached prematurely. The subject coil was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.